Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient underwent breast surgery with two unknown 400ml mentor gel silitex breast implants suffered bilateral rupture postoperatively. The bilateral ruptures were diagnosed by a physician. Prior to the diagnosis, in 2014 patient experienced symptoms of rashes on legs and face, severe heartburn, coughing spells and anxiety. Moreover, in (B)(6) 2019, patient noticed that her left breast was swollen, misshaped, red and very sore while her right side breast was hanging weird. On (B)(6) 2019, the patient underwent bilateral removal. Bilateral rupture was confirmed upon removal along with left-sided capsular contracture. This medwatch form is for the right breast prosthesis. See 1645337-2019-15959 for contralateral prosthesis report.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).